Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined the manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Non health care professional reported on behalf of a consumer, who experienced severe damage to the pupil, loss of vision in left eye and significant distress after using cleaning and disinfecting solution. The consumer used the expired products. The current status of the consumer's eye is not resolved at the time of this report. Additional information has been requested but not yet received.